Manufacturer narrative:
H3 other text : evaluated by third party

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. In addition to the above findings, it was also determined that the left door was missing. The door was replaced.